Event description:
A blood glucose (bg) level of "high" was reported; cause was unknown. Customer administered a correction which successfully resolved the bg. No troubleshooting was performed and a recommendation was made to consult with their healthcare provider.